Event description:
The pt received his scs system on (B)(6) 2006. It was reported the pt was charging the ipg, but stimulation was ending after little, or no use. A new charger was requested to be sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.